Manufacturer narrative:
Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case the cause of the embolization into the lvot and ventricle cannot be confirmed; however as reported, the surgical team believed the malposition of the valve may have been due to constrained pigtail being pulled during valve deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
It was reported by the edwards field clinical specialist that during a transfemoral tavr procedure the patient became hemodynamically unstable immediately post bav, with heart block and systolic pressure remaining in the 50's. After no response with anesthesia medications and chest compressions, the patient was then placed on cpb. A 23 mm sapien valve was prepared, positioned (50:50) within the annulus and then deployed under rapid pacing. While the delivery balloon was inflating the valve moved ventricular landing in the left ventricular outflow track (lvot). A second valve was prepared and positioned 40:60 in the annulus overlapping the first valve; however, upon separating the flex catheter the first valve dislodged into the ventricle. The second valve was repositioned to 50:50 in the annulus and then deployed under rapid pacing with good results. The embolized valve was then removed via ventriculotomy. The patient was reported to be stable at the end of the procedure and was doing well 1 day post tavr. The patient was noted to have moderate native valve / leaflet calcification and moderate root calcification. Coaxial alignment of the delivery and valve and the image intensifier angle were both reported to be good. Additionally, ventilation was held and there was no loss of pacing capture during valve deployment. It was reported the surgical team believed the malposition of the valve may have been due to constrained pigtail being pulled during valve deployment.